Event description:
Meter name: ultra. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: very thirsty and tired. A pt reported they were: no information. Their meter allegedly would only prompt message "apply sample". The result on their meter was: unknown. The result on the: no comparison. The time difference between pt's meter: no comparison. Treatment was: customer took a pill. No further info has been reported.